Event description:
It was reported via repair work order that the lifts were not functioning except in calibration mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.